Event description:
It was reported that approximately six months post implant of a laparoscopic adjustable band, the band was removed due to band erosion into the stomach. The band erosion was diagnosed via endoscopy and confirmed during exploratory laparoscopy procedure. The patient also developed an abscess at the port site. The explanting surgeon was not the surgeon who implanted the device. The implanting surgeon is currently not practicing surgery. The patient had and unknown number of fills prior to the diagnosis of band erosion. The abscess was drained, cleansed, and treated following explant of realize band. The patient did not experience any complications during band removal. The patient was hospitalized overnight and was discharged home the next day.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.